Event description:
The surgeon implanted a toric silicone lens model aa4203tl and was torn during implantation. The lens was implanted and removed without pt injury. The model and lot numbers of the cartridge and injector were not specified by the facility.